Event description:
Litigation papers allege: in (B)(6) 2008, patient was implanted with an asr hip implant on his right side. Patient has experienced elevated blood metal levels due to metal particles in his body, discomfort, squeaking, pain, and soreness, which negatively affected his ability to walk, move, and sleep. Patients surgeon has investigated his symptoms, but has not indicated removal.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.